Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer's expected fasting blood glucose test result range is 200 - 300 mg/dl. Customer stated that her blood sugar normally runs high. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 11/25/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :hi (B)(6) 2017 time:03:41pm non-fasting.customer called in states the meter is reading hi non fasting. Customer stated she just had something to eat before testing. Customer stated that her sugar normally run high.